Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant drift with lateralization of the pocket and nipple areolar ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a (left) 450cc mentor memorygel breast implant and a (right) 500cc mentor memorygel breast implant, suffered right breast implant rupture and breast capsular contracture (baker grade unknown), and left implant drift with lateralization of the pocket and nipple areolar ptosis. As a result, the patient underwent right partial capsulectomy and capsulotomy, left pocket revision with capsulorrhaphy, mastopexy, and scar revision. The implants were also removed and replaced with the following: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9579280 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9556189 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2021-11433.